Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the delivery issue was use related, due to improper technique of removing the sheath and placing the repo unit.

Event description:
The user facility reported a 36-year-old female (unknown race) in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support prior to percutaneous coronary intervention. The patient is enrolled in the dtu study. The impella jumped back and kinked in the patient's aortic arch. The physician attempted to place the impella back in the left ventricle but was unsuccessful due to the kink. The impella was removed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.